Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-00720. It was reported the patient took multiple falls, causing the ipg to flip in the pocket and the leads to be tangled. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was repositioned to its correct orientation, and leads were straightened to address the issue. No intervention was undertaken on that date in regard to the leads and additional intervention may be taken at a later date.